Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed the image upside down and the 3d function was not working. The issue occurred during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.